Event description:
I was wearing contact lens for over three yrs. I used complete solution. I washed my lens case in tap water then put in the solution. I came down with acanthameoba in my right eye at the beginning of june 2006. Many medications later, most of them with no FDA number so there was no medical reimbursement -what medication was I supposed to use if brolene and phmb is the recommended medication and it is not okayed by the FDA!! After no improvement, I had to have a corneal transplant. I am now recovering from the transplant.